Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, a cartridge detection notification occurred during the load sequence. There was no reported impact to the customer¿s blood glucose. Reportedly, customer declined troubleshooting.